Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The foot motor and housing were received and inspected. The foot motor housing was visibly cracked, which was likely due to an impact or being dropped. The foot motor was attached to a loaded bed and cycled. The foot motor functioned with no discrepancies. The foot section did not slide down as stated and there was no burning smell.

Event description:
The consumer alleges the foot section keeps sliding down and there is a burning smell.